Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with the complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2019 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. During testing, all keypad buttons responded appropriately to button presses. The keypad was removed and no evidence of contamination was observed on the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. The pump was opened and there was evidence of the moisture corrosion near the keypad connector and on the display board.